Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on (B)(6), pump 511932 is started up on (B)(6). On (B)(6), there is 1036 error and invalid low signal-to-noise ratio (snr) which caused a placement signal not reliable (psnr) alarm. The placement signal not reliable alarm resolved on (B)(6). This failure mode occurred again on (B)(6) resolving on (B)(6). The imc logs were confirmed by the rt logs as snr drops to 20 as optical sensor falls to -3276.8, and placement signal becomes 3000 during these periods as contrast oscillates between +/-3276.8. Device analysis: console was eventually returned for investigation. The placement signal reliable alarms were reproduced during two separate tests. Root cause: the cause of the unreliable placement signal was a defective optical bench lamp. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal was lost and/or triggered an alarm on multiple occasions during impella 5.5 support with an automated impella controller. The alarm was disabled with no impact on the functionality of the pump. No patient harm has been reported.